Event description:
On (B)(6) 2013, the patient underwent a trial procedure. The following day the patient received an "open circuit" error. All connections were checked to no avail. On (B)(6) 2013, the patient met with his physician and one of the leads was found to have pulled out of the patient. As a result, the physician decided to remove the remaining lead and end the trial. Regardless, the trial was successful.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.